Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing hemolysis. The following has been provided by the initial reporter: only 1 single tube was collected from patient, in which the lab has noticed the sample clotted. The sample draw was compromised by the device bd vacutainer ultratouch push button.

Manufacturer narrative:
H6: investigation summary bd did not receive samples or photos from the customer for this evaluation. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is unable to confirm the customer¿s reported failure mode. There is no testing method available for blood clot for a pbbcs device as the customer's indicated failure mode of clotting is typically associated with containment devices and not this acquisition device. H3 other text : see h10

Event description:
It has been reported that the bd vacutainer® ultratouch¿ push button blood collection set has been found experiencing hemolysis. The following has been provided by the initial reporter: only 1 single tube was collected from patient, in which the lab has noticed the sample clotted. The sample draw was compromised by the device bd vacutainer ultratouch push button.